Manufacturer narrative:
This follow-up report is being filled to relay a additional information, which was unknown at the time of the initial medwatch. Concomitant medical products: part lot part: 47-2357-006-10, lot: 61183262; 47-2347-023-30, 63126025; 47-2347-023-32, 62865071; 47-2359-028-45, 62642949; 47-2359-030-45, 62744188; 47-2359-060-55, 62843385; 47-2359-065-55, 62843386; 47-2359-065-55, 62952070; 47-2359-070-55, 63108282; 47-2359-075-55, 62850970; 47-2359-080-55, 62348618. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual inspection was performed on the returned plate, confirmed the plate was fractured at screw holes. The returned product was sent to sem for fracture analysis. It was noted that the plate fractured perpendicular to the plate¿s long axis at a threaded screw hole. The longer plate section¿s fracture surfaces detailed show post-fracture damage obfuscates many fracture artifacts. Remaining artifacts suggest possible fatigue fractures may have originated. The longer plate section¿s medial side shows sharp fracture ¿hinges¿ which are typically the last areas to fracture. It was determined that the plate likely failed from a possible fatigue fracture. The material analysis confirmed the material is nitronic 50 stainless steel. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient was revised approximately twenty-six (26) days post-implantation due to fracture of the trauma plate. Attempts have been made and additional information on the reported event is unavailable at this time.